Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort at the implant site as the ipg was placed in the buttocks. The patient underwent a revision procedure wherein the pocket site was relocated into the flank. The patient was doing well postoperatively.